Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus and evaluated, and the reported image issue was confirmed. Based on the results of the investigation, the root cause of the image issue could not be determined. In addition, the following non-reportable malfunction were found during the device evaluation, loose components. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video adapter produced an image issue. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.